Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a short time after the start of the first firing, the device stopped. The surgeon re-pushed the blue button. The device began to fire again and stopped. The second time the surgeon pressed the blue button, the device would not fire. Another device was used to complete the procedure with no injury to the patient.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.